Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 107 mg/dl. The customer reported a delivery anomaly with the insulin pump. The customer reported that the reservoir was emptying the insulin into her body without the piston moving. Troubleshooting was done. Displacement test results performed on the insulin pump showed that the insulin passed. No additional information is provided.